Event description:
It was reported by customer they received an error message indicating a bolus is unavailable on the tandem mobi mobile app. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. Resolution ¿ cts educated the caller that their pump and phone must have an active connection to enter the bolus workflow on the mobile app. Caller to rely on pump for bolus requests until connection is restored. Caller understood and acknowledged.